Event description:
It was reported that after a da vinci surgical procedure, it was identified that the post was broken on the monopolar curved scissors instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's banana plug to be damaged at the blue housing. A portion of the cover of the banana plug was observed to broken off exposing the cautery post of the banana plug. Failure analysis concluded that the damage may be due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instrument's main tube had insulation damage. Insulation was found with deep scratches within the distal area with material removed. Marks were short in length and not aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the insulation damage with deep scratches and material removal found during failure analysis if to recur could cause or contribute to an adverse event.